Event description:
Patient reported to the emergency room for multiple syncopal episodes in the last month. Physician note in the patients chart stated that there was a failure of the ventricular capture control algorithm and that the output was set to the same value as the measured threshold. Home monitoring data shows the output set to the measured threshold plus a 1.0 v safety margin. The follow-up report was not available to view. Device was programmed to a fixed output with 3x safety margin and ventricular capture control was turned off. Lead and device to be evaluated in office.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.